Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31777. It was reported that during a procedure to remove the scs leads, the physician had to cut the leads and leave a portion fo the devices in the patient due to complex patient anatomy.

Manufacturer narrative:
It was reported that during a procedure to remove the scs leads, the physician had to cut a the leads and leave a portion fo the devices in the patient due to complex patient anatomy. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.